Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump had repeated false downstream occlusion (dso) alarms with delivery of flush prefilled syringe during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h11: the device was received for evaluation. An event history log review was performed, and multiple dso (downstream occlusion) alarms were observed. Functional testing was performed, and no issues were observed. Downstream occlusion test was performed, and the device failed. The reported condition was verified. The cause was determined to be from the plunger assembly. The plunger assembly will be replaced to resolve the issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.